Event description:
Boston scientific received information that the pacemaker displayed oversensing of noise on the right ventricular (rv) channel. There was pacing inhibition with asystole of more than four seconds. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.